Event description:
Manufacturer´s ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module did not reproduce the described customer issue. Evaluation of the received device logs confirma failure in the internal leakage test and the pressure transducer test during pre-use check on october 9, which will be determined as event date. The reported problem could not be reproduced, therefore the cause of the experienced event has not been established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. We have also noticed that no preventive maintenance has been performed since the ventilator was produced on october 24, 2017.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check . There was no patient involvement. (B)(4).